Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset gmv 40g us eo (product code 545050501, lot number 2946627) found additional reports. A previous DHR review was conducted ((B)(4)) and did not reveal any related manufacturing deviations or anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/11/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient was revised to address pain as well. There is no new information that would change the existing MDR decision. The complaint was updated on: 01/06/2015.

Event description:
Patient was revised to address tibial subsidence and loosening at both interfaces. Depuy cement was used.